Event description:
The microcatheter was being removed from the patient following the procedure. During removal, part of the catheter broke off leaving a segment in the patient's arm. A snare was used to remove the remaining portion of the catheter; segment removed in o.r., the patient did not go to the operating room. No harm to the patient reported.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. One device was returned in a used and separated manner. The catheter shaft of the outer (5.0 fr) catheter was separated approximately 6mm from the device hub. The material around the separated region appeared slightly narrowed in diameter and elongated which suggests that the catheter may have fractured due to excessive tensile load. Per specification, quality control confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. We are unable to determine the exact root cause for the failure, but it is possible the device experienced tensile forces beyond its design due to scarring or the patients anatomy. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel. The addition of this complaint would not change the conclusion of quality engineering risk analysis (qera). Therefore, the conclusion of the qera, that no further mitigating action is necessary at this time, is still valid.